Event description:
Correction - it was noted that the patient was not getting therapeutic relief at the time of the report.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. Upon receipt, the pump connector segment of the catheter was still connected to the pump outlet port. The technician did a patency check and no occlusion was noted. There was no leak observed on any of the returned segments during pressure testing. There was a non- significant indent seen in the sealing surface of the sc connector; however, this did not affect infusion. The returned segments passed all testing and did not appear to have any significant anomalies.

Event description:
The patient was experiencing increased pain. On (B)(6) 2012, a catheter dye study and rotor study were done. The dye study showed two catheter leaks; one at the connector and one further down the catheter in the intrathecal space. During the roller study, the rollers did not move; two roller study boluses were done to confirm. There were no active alarms, but they had not checked the pump logs. The pump and catheter were replaced. The return paperwork indicated that no motor stalls were noted in the logs and noted there was a catheter occlusion. The patient recovered without sequela. The device system was delivering morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the pump was originally on right side stomach but they had to go back in about 3 years ago because the catheter kinked and the hcp gave the patient the option of moving it to buttocks.